Manufacturer narrative:
Customer unable to pair the pump and mobile, minimed mobile, 2.1.0, galaxy a12, android 12. "An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung galaxy s21 (android 12) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. Software performed as expected per ble connect ios and android mobile software requirements specifications - (B)(4). After conducting a thorough investigation, it was determined that the user's pairing issues were primarily caused by bonding loss and an undefined error. Bonding failure seemed to result from os misbehaviour or a timeout of approximately 30 seconds, which could occur if the user did not confirm or decline the pairing on the system dialogue box, potentially appearing twice. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Clear the data of the bluetooth app. 2. Reset network settings. 3. Accept bonding dialogs. After conducting a second round of investigation, it was discovered that the main underlying cause of the recent pairing problems was the undefined error. The undefined error could be attributed to various factors, including device software, radio/microwave interference, or errors in the bluetooth stack implementation on the user's device. To pinpoint the exact root cause of the user's pairing problem, the following steps were recommended to the helpline team: 1. Test pairing in a different location with lower electromagnetic noise levels. 2. Test pairing with the pump using another phone. Finally, to assist in resolving the issue, a suggestion to obtain a compatible device from the whitelist was provided to the helpline team. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump and mobile, unresponsive minimed mobile application. Troubleshooting was done and force closing the app has not resolved the issue and further pairing steps has been advised to the customer. It is unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.